Event description:
Reportedly, the surgeon applied the ta on the distal portion of the rectum. He applied 2 times on the handle and the handle performed normally. The surgeon transected the rectum with the aid of the cutting guide. After opening the instrument, he saw that there were no staples on the rectum nor in the cavity. There were no staples in the cartridge. Pt required a temporary ileostomy. Procedure: low anterior resection.